Event description:
The rptr attempted to use the device on a person diagnosed as pulseless and apneic. When the electrodes were opened they were allegedly the wrong style electrodes and would not connect to the defibrillation cable. Use of the defibrillator was inhibited. The pt was not resuscitated. Personnel from the fire dept indicated the alleged problem did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's lack of viability.